Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure of metal piece coming from the channel was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: ripple on the insertion tube. Based on the results of the investigation, deterioration of parts due to wear and tear may be a possible cause of the malfunction. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a metal piece came out of the channel port of the cysto-nephro videoscope. It was unknown when the event occurred. There were no reports of patient involvement or harm.